Manufacturer narrative:
Batch review performed on 05 june 2018: lot 00607s: (B)(4) items manufactured and released on 22 march 2018. Expiration date: 2018-09-09 no anomalies found related to the problem. Investigation performed by mysolution department on 07 june 2018: we analyzed each step of the myspine process; no errors have been found. Our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly. The surgeon complained about a interspinous ligament - guide interference; anyway, this is a check that we are not able to previously verify, since on the CT scan it is not possible to see the soft tissue (like the ligament). The only check we perform is the interference amongst the guide, the upper vertebra and the lower vertebra.

Event description:
During a case that was supposed to be an l4-l5 fusion, the l4 myspine guide bridge seated too low. The surgeon had to take down the interspinous ligament between l3 and l4 in order for the guide to seat properly. Additionally the l5 guide was very large and the surgeon did not want to have to expose so much. Intraoperatively the surgeon made the decision to perform a decompression. The surgeon mentioned that his decision to perform a decompression was not a result of the myspine guides but based on the patient's anatomy.